Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a round circle on the top of the device. Customer's blood glucose was 438 mg/dl. Customer was unable to clear it. During troubleshooting, found unexpected restart alarm, signal too low alarm, and history displayable error alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.